Manufacturer narrative:
The customer claims qc was wtihin the established ranges before the event. A root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous glucose (glucm) results generated by unicel dxc 600 synchron clinical system for one patient sample run in a sample cup. The initial result was 13 mg/dl and the re-run result was 113 mg/dl. The results were not reported out of the laboratory. The sample was re-poured into a sample cup and retested. The result was 167 mg/dl. Subsequent test by an alternate method produced a result of 169 mg/dl, which was reported. The customer did not receive any report of death, injury requiring medical intervention, or change to patient treatment attributed or connected to this event.